Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Customer¿s blood glucose was 176 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.